Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The following steps were followed per the functional evaluation: tested using a lab syringe; inflated the balloon with 5cc water using normal fill technique, and the balloon inflated without difficulty in 9 secs and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following was obtained during the dimensional evaluation: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 12/32", eye snip distance from proximal cuff 7/32", rubberize thickness 9 thou, reinforcement 149 thou, inflation funnel thickness 50 thou, balloon thickness (average) 18 thou, inflation lumen coverage 9 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water could not be injected into the balloon as the user attempted to inflate the balloon during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that water could not be injected into the balloon as the user attempted to inflate the balloon during a pretest.